Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricle (rv) lead had dislodged, and was found out during routine follow-up. Subsequently, this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.